Event description:
It was reported by the getinge field service engineer (fse) that during preventive maintenance, the cardiosave intra-aortic balloon pump (iabp) had fiber optic extension connector broken. There was no patient involvement and no harm reported. The fse replaced the fiber, optic extension, connector assembly. Product passed all functional and safety tests per manufacturer specifications.

Manufacturer narrative:
Event site name: (B)(6). Upon completion of the investigation into this event a follow up report will be submitted.